Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d5, e1, e2 (it should be blank), e3(it should be blank), g2, g3(correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/15/2024), h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation that "alarm and screen blackout" was not confirmed. Additionally, during the evaluation, it was found that the flow rate was insufficient due to a failure in the forceps connector unit. Based on the results of the investigation, a definitive root cause for the event "alarm and screen blackout" could not be identified. However, it is likely that the insufficient flow rate was caused by the failure of the forceps connector unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a recall action was taken for the high flow insufflation unit. The intended procedure was an animal test, which was cancelled. There were no reports of patient harm, no delays, and the patient was not under any anesthesia.

Event description:
It was observed that during the device inspection, the high flow insufflation unit had a defective forceps connector unit, which caused the flow rate to be insufficient. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.